Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the 25ga laser probe had a notch in the side of the shaft making it where the surgeon could not insert into the trocar. A different laser probe was used to proceed with surgery. The case was completed without patient harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed to have excess adhesive on tip. Further evaluation found the sample did not meet product specifications, as there was a resistance while trying to fit the cannula through the trocar. The complaint was confirmed. The laser probes were packaged on september 4, 2020. There were 930 paks associated with this lot. Based on assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause of the reported event can be attributed to an internal manufacturing related issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).